Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload misfired. The device partially fired; it fired one pin and then got locked. The blade and staples did not reach the tissue. The status indicator lights were all stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The reload was loaded into a post market vigilance instrument for functional testing and produced acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, in order to prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.